Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining a false non-reactive toxo immunoglobulin m (igm) result for one (1) patient, generated by the unicel dxi 800 access immunoassay system and used in conjunction with access toxo igm reagent (lot #091278) and access toxo igm calibrators (lot #091253). Subsequent testing produced a reactive result for the same sample. The discordant result was reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample collection and centrifugation information has not been supplied to date. Per the customer complaint record, toxo igm qc has been within the customer's established ranges. Specific qc data has not been supplied to date. Additional system information has not been supplied to date. The customer is sending the sample to an outside facility for further evaluation. Additional results and information has not yet been provided to date. No indication has shown that service was dispatched for this event. A definitive root cause has not been determined to date for this event. This report is related to mdrs 2122870-2011-02992 and 2122870-2011-02991 that are reporting on a different dates, for the same patient, and for similar events that occurred at this customer site.